Event description:
The customer reported that "(B)(6) 2024: placement of a sterile titanium proximal femoral nail at emile roux hospital in le puy-en-velay for a fracture of the right femur. December 2024: episcleritis diagnosed by ophthalmologists. January 2025: diagnosis of erythema nodosum made in the emergency department of (B)(6) hospital due to pain and swelling in the lower extremities, initially treated as erysipelas. Diagnosis of sarcoidosis-type granulomatosis confirmed by lymph node biopsy due to the presentation of episcleritis, erythema nodosum, and mediastinal lymphadenopathy. February 2025: initiation of corticosteroid therapy at 0.5 mg/kg/day of prednisolone with gradual tapering over 1 year. During the tapering phases, the patient described the onset of nonspecific symptoms such as: - heaviness in the legs - nausea - pain in the right leg if the patient puts his cell phone in the right pants pocket - asthenia - difficulty concentrating - shortness of breath - sweating - coughing or sneezing when applying alcohol-based deodorant or consuming alcohol. It should be noted that the patient reports a history of reactions to metals: belt buckles, jeans buttons, and costume jewelry around the age of 20; no episodes since then. January 2026: removal of the gamma nail on (B)(6) 2026 at (B)(6) hospital. All of the symptoms described above have disappeared, including episcleritis, with the exception of joint pain in the operated hip, for which the patient is still undergoing rehabilitation. On (B)(6) 2026: the allergy department at (B)(6) hospital diagnosed a strong skin sensitivity to nickel but not to titanium. Skin allergy test (patch test): strong skin sensitivity to nickel (standard european panel) with a history of clinical relevance (reaction to costume jewelry); no sensitivity to the metal implant panel. Current patient status: sarcoidosis with episcleritis, erythema nodosum, and mediastinal lymphadenopathy from december 2024 to january 2026 (date of titanium pin removal). During the tapering phases of corticosteroid therapy, the patient described the onset of nonspecific symptoms such as: - heaviness in the legs - nausea - pain in the right leg if the patient puts his cell phone in the right pants pocket - asthenia - difficulty concentrating - shortness of breath - sweating - coughing or sneezing when applying alcohol-based deodorant or consuming alcohol. Joint pain in the operated hip, without reduced mobility, decreased postoperative range of motion, or local inflammation. Actions taken at the healthcare facility for the patient¿s care: emergency department care in december 2024 corticosteroid therapy for 1 year in 2025. Removal of the titanium nail in january 2026 allergy testing (patch test) in june 2026: strong skin sensitivity to nickel but not to titanium the device was not retained for expert analysis."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.